Manufacturer narrative:
(B)(4). The analysis results for the instrument confirmed that it was returned non-functional. A clip was incorrectly loaded into the clip track; therefore, the remaining clips would not be fed into the jaws. In addition, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. Please note that the returned condition of the device is not related to the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Event description:
It was reported that during a whipple procedure, the clips didn't close completely and fell out of the jaws. Another device was used to complete the procedure. There were no adverse consequences for the patient.